Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the pt on march 31, 2010 and obtained the following information. On (B) (6) 2010 (time not recalled), the pt reported that he obtained an alleged high blood glucose reading of "302 mg/dl" with the subject meter. The pt claimed that he tests his blood glucose 4x/day and manages his diabetes with metformin (2500mg daily). The pt stated that his blood glucose is usually under "200 mg/dl." Despite the alleged high result, the pt denied making any changes to his diabetes regimen. At an unspecified time, after obtaining the alleged inaccurate reading, the pt reported that he developed symptoms of feeling dizzy, shaky and sweaty. At the onset of symptoms, the pt confirmed he tested his blood glucose with the subject meter and obtained a result in the "50 or 60 mg/dl" range. The pt claimed he drank soda shortly after developing the symptoms and reported feeling better afterwards. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the subject meter and test strips. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.